Event description:
The users hearing performance had degraded around 3 months post implantation. An electrode repositioning was performed.

Manufacturer narrative:
Conclusion: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The users hearing performance had degraded (unknown time frame). An electrode repositioning was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.